Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown baseplate (unknown). Associated product information: 115313, (j7607286). 110031405, (66675781). 110031418, (67286771). The product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a right revision reverse total shoulder arthroplasty, the patient experienced disassociation of the glenosphere and baseplate on multiple occasions. The patient underwent a second revision approximately seven (7) weeks post-implantation due to disassociation. Attempts have been made and no further information has been provided.